Manufacturer narrative:
(B)(4). Date of initial report: 10/07/2016. (B)(4) ligasure device was received for evaluation. Examination of the sample identified conditions that would contribute to the reported issue. Visual inspection found the knife is trapped and contained within the jaws, preventing the device from opening. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up between the jaws. A review of the device history records for this lot could not be performed because a lot number is not available.

Event description:
The customer reported that the device knife was sticking during a procedure involving removal of adhesions. A different device was used to continue the procedure. Examination of the received device on september 29, 2016 found the knife was trapped and contained within the jaws, preventing them from opening.